Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is dried on the lens. Both haptics and optic damage was observed. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the directions for use. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was removed because the surgeon believes that there was something wrong with the lens. No specific details were provided. Additional information was provided that the iol cause/contributed to the event. The explanation provided was "not happy with iol".